Manufacturer narrative:
Upon receipt of additional information, this device was determined to not be reportable. The initial report was submitted in error and should be voided. This report was delayed due to an issue with the zimmer biomet network and system database which impacted global regulatory reporting. Acknowledgement was provided by cdrh emdr january 5, 2017 of zimmer biomet¿s system downtime.

Manufacturer narrative:
(B)(4). This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k945028. This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2016-00893 / 00895).

Event description:
Patient underwent a right knee revision procedure on an unknown date less than one month post implantation due to pain. Black fluid was noted intraoperatively, the surgeon believes the pain may be attributed to metallosis.